Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations are in progress and have not yet been completed.

Event description:
A us distributor contacted zoll to report that a patient¿s daughter reported the lifevest has shocked the patient on (B)(6) 2022 around 5 am. The daughter advised the patient has dementia and forgot to push the response buttons. There are people who live with the patient, but they were not present during the treatment event. The patient removed the batteries from the monitor after the alleged treatment. Daughter reports there is gel present on all 3 pads. The last download was received on (B)(6) 2022 at 2:06am. Batteries were put back into the monitor but the monitor would not power up and therefore unable to download the event data. The daughter reports the patient was not injured and did not need to go to the hospital. The patient¿s cardiologist was notified of the event.

Event description:
A us distributor reported that a monitor will not power up and an electrode belt displayed service code 204 ((belt/monitor unusable). A us distributor contacted zoll to report that a patient¿s daughter reported the lifevest has shocked the patient on 10/21/2022 around 5 am. The daughter advised the patient has dementia and forgot to push the response buttons. There are people who live with the patient, but they were not present during the treatment event. The patient removed the batteries from the monitor after the alleged treatment. Daughter reports there is gel present on all 3 pads. The last download was received on 10/21/22 at 2:06am. Batteries were put back into the monitor but the monitor would not power up and therefore unable to download the event data. The daughter reports the patient was not injured and did not need to go to the hospital. The patient¿s cardiologist was notified of the event.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, multiple components were contaminated on the defibrillator pca and computer/analog board. Removing monitor from service. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the damaged belt.the monitor and electrode belt have been returned to the distributor. The evaluations are in progress and have not yet been completed.